Manufacturer narrative:
A ge representative evaluated the system and replaced the multi-output power supply. The system operates as intended.

Event description:
The customer reported the multi-output power supply needs to be replaced. No patient injury was reported.